Manufacturer narrative:
Correction: d2. This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2026-01859.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.